Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was received with all of the original packaging components. The outer blister had been opened, but the inner blister was received sealed. No damage to the carton, nor any of the blister packs. The tibial insert was observed to be out of the as-assembled position within the inner blister pack. The inner blister pack was opened and the inner pack lid appeared to be in the proper position. No damage was observed to the implant. Dimensional inspection: to verify the device was not damaged, the inner profile was gaged per the igs and was confirmed to be acceptable. The length and width were measured with calipers per the igs and were measured to be within the required tolerances. Functional inspection: not performed as the event did not allege any functionality discrepancies. The event was confirmed that the device was loose within the inner packaging. No damage to the device nor to the device packaging could be observed visually. Evaluation of the device confirmed it to be acceptable and dimensionally within specifications. The root cause could not be determined as it is unknown whether the device came out of position prior to or after distribution. It is likely shipping/transportation influenced the device out of position. No further investigation is warranted at this time.

Event description:
Internal packaging was damaged in a unopened implant that had no visible outside damage.

Event description:
Internal packaging was damaged in a unopened implant that had no visible outside damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.